Event description:
It is reported that the patient is presenting with pain.

Manufacturer narrative:
Evaluation summary: several x-rays and surgical notes from the primary surgery were provided. No complications were reported in the surgical notes. The fit and orientation of the implants appear to be normal in the post-op x-rays from the primary surgery. A subsequent x-ray from (B)(6) 2011 appears to show that at least some of the components were revised, but this information cannot be confirmed. The condition of the devices is unknown. It is also unknown if the patient followed the proper rehabilitation protocols. A definitive cause for this issue cannot be determined based on the information available. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.